Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was allegedly inaccurate. Reportedly, the customer was unable to provide the cgm blood glucose (bg) reading and the meter bg reading at the time of the adjustment. As a result of the auto bolus, customer¿s bg level decreased and was displayed as ¿low¿; however, a specific value was not provided. Bg was addressed via consumption of orange juice. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.